Event description:
The manufacturer received information alleging a ventilator's touchscreen was unresponsive. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen and display board were replaced to address the issue.